Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported a low battery alert on the insulin pump. The customer also reported receiving blank screens on the insulin pump with 6 different new batteries. With troubleshooting the display returned to the device. The customer's blood glucose value was 45 mg/dl. The customer was advised to monitor the device. A replacement battery cap was sent to the customer as a courtesy and to ensure that the device's blank screens were not a result of a faulty battery cap. No further information was provided.